Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. The thermogard console was tested in the field by biomed and the console operated as intended with no further issue observed. The system was placed back into service.

Event description:
It was reported that the thermogard ivtm console displayed a mid:14 (bg power supply) error message. No other information was provided. No known impact or consequence to the patient.